Event description:
It was reported that the atrial lead exhibited noise. The system was programmed vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.